Event description:
It was reported that the patient was not getting a stimulation coverage due to the lead contacts that were not working. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned due to the medical facility restrictions.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 20898131.